Manufacturer narrative:
Concomitant medical products: 500ml baxter infusion bag of 20meq kcl in 5% dextrose and 0.45% nacl inj. Usp (lot #y003376, exp. 05/17, ndc 0338-0671-04); 100ml baxter infusion bag of 5% dextrose inj. Usp (lot #p342502, exp. 05/17), ndc 0338-0017-38); non-bd secondary set; therapy date: (B)(6) 2016. The customer¿s report of a leak at one of the y-sites was confirmed. Visual inspection including use of magnification did not reveal any damage or anomalies on the set and its components. Functional testing confirmed leaking at the engagement of the tubing to the versasafe outlet port. The root cause of the leak was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing to the versasafe outlet port.

Manufacturer narrative:
Additional information provided from customer medwatch.

Event description:
Received a medwatch report: event desc: IV tubing was leaking from one of the joints in the tubing. There was no patient harm or medical intervention.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at one of the y-site valves in the tubing. There is no further information regarding this event, and no patient harm was reported.